Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received eight shocks. It was indicated that the patient had been treated for ventricular tachycardia (vt) but the rhythm was suspected to be supra ventricular tachycardia (svt). The shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.